Manufacturer narrative:
Patient information is unknown. This report is for an unknown tibial nail. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Reporter¿s email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that during an unknown procedure on (B)(6) 2018, the connecting screw from suprapatellar instrumentation got stuck on a tibial nail. The tibial nail was removed and the connecting screw disengaged on the back table. Another tibial nail was used and implanted successfully. There was a ten-minute surgical delay. There was no harm to the patient and no patient consequence. The patient was stable. This report is for an unknown tibial nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes canada reports an event in canada as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, the cannulated connecting screw for percutaneous instruments became stuck on a 9mm x 300mm tibial nail. The tibial nail was removed and the connecting screw was disengaged at the back table. Another 9mm x 315mm tibial nail was used to complete the procedure successfully with a delay of approximately 10 minutes. There was no harm or consequence to the patient. Patient status reported as stable. This report is for one (1) unknown 9mm x 300mm tibial nail